Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The 85% stenosed, 30mm in length, concentric target lesion was located in the mildly tortuous, mildly calcified and 2.50mm in diameter left circumflex artery. The lesion contained >45 and <90 degrees bend. A 2.00mm x 12mm maverick²¿ balloon catheter was advanced for predilation of the lesion. The balloon was inflated however it ruptured due to calcification of the lesion. The device was exchanged to a different balloon catheter which was inflated at high pressure. Post dilation was performed using a 2.00x12mm balloon catheter and the procedure was completed. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4). Returned product consisted of a maverick 2 balloon catheter with a product mandrel and balloon protector. The distal tip was damaged. There were numerous hypotube and shaft kinks throughout the device. Magnified inspection revealed that the majority the balloon material was torn. The distal end of the balloon was bunched. Microscopic examination of the markerbands presented no irregularities that could have contributed to the damage. No proximal weld damage was found on the proximal bond. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).